Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during the procedure to treat a heavily calcified, de novo lesion in the moderately tortuous mid circumflex coronary artery, an attempt was made to cross the lesion with a 2.5x48 rx xience xpedition stent delivery system (sds), but this device was unable to cross the lesion due to patient anatomy. During the attempt to cross, the proximal shaft separated into two pieces. The lesion was ultimately treated via balloon angioplasty. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.